Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 12. On (B)(6) 2020, the implant was removed upon clinician¿s decision. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.